Event description:
It was reported that a patient experienced sterile peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by manifested by cloudy effluent, ultrafiltration failure, diarrhea, and overfilling. The patient did not require hospitalization. The patient was treated with vancomycin (1 gram, once, route not reported) and keforal (dose and frequency not reported) for unknown indications. On an unreported date, the patient experienced ultrafiltration failure. On the same day, vancomycin therapy was discontinued. Two days later, keforal therapy was discontinued due to diarrhea and the patient was treated with vancomycin (1 gram, once, route not reported) and gentamicin (60 grams, daily, route not reported) for unknown indications. On the same day, vancomycin therapy was discontinued. On the same day, the patient was treated with vancomycin (500 mg twice a week on wednesday and saturday) for unknown indication. Three days later, vancomycin therapy was discontinued. On the same day, the patient was treated with vancomycin (750 mg, twice a week on wednesday and saturday) for unknown indication. Two days later, vancomycin and gentamicin therapies were discontinued. Four days later, the patient was treated with vancomycin (1 gram, once, route not reported) and gentamicin (60 mg, daily, route not reported) for unknown indications and lasix (80 mg, twice, route not reported) for overfilling. On the same day, vancomycin therapy was discontinued. Three days later, gentamicin therapy was discontinued. On an unreported date, the patient was switched from capd therapy to apd therapy. On an unreported date, nutrineal was discontinued due to suspected allergy. Physioneal glucose concentration was increased from 1.6% to 3.86% due to failed ultrafiltration. It was reported the patient did not respond to antibiotics. The cause of peritonitis was unknown; however it was reported to possibly be due to a nutrineal allergy. The following month, the patient experienced a reoccurrence of sterile peritonitis. At the time of the report, the patient recovered with sequelae from peritonitis further described as ultrafiltration failure. No additional information is available.

Manufacturer narrative:
(B)(4). Relevant tests/laboratory data: on (B)(6) 2013, crp, leucocytes, thrombocytes, haemoglobin, hematocrit, mcv (mean cell volume), eosinophils, basophils, neutrophils, lymphocytes and monocytes were found to be 112 mgl, 9.5 cells/nl, 423 cells/nl, 6.6 mmol/l, 0.34 l/l, 91 fl, 0.52 cells/nl, 0.02 cells/nl, 7.6 cells/nl, 1.0 cells/nl and 0.38 cells/nl respectively. On (B)(6) 2013, peritoneal effluent analysis peritoneal effluent culture, gram stain and methyl blue coloration test were performed and the results were leucocytes- 0.297 cells/nl, no growth for aerobic bacterium and anaerobic bacterium, many leucocytes and no bacteria respectively. On (B)(6) 2013, crp, leucocytes, thrombocytes, haemoglobin, hematocrit, mcv (mean cell volume), eosinophils, basophils, neutrophils, lymphocytes, monocytes, iron, transferrin, transferrin saturation and ferritine were found to be 61 mg/l, 10 cells/nl, 679 cells/nl, 6.6 mmol/l, 0.33l/l, 90fl, not reported, not reported, not reported, not reported, not reported, 4 micromoles, 1.2 g/l, 13% and 444 micrograms/l respectively. On (B)(6) 2014, peritoneal effluent analysis was again performed and the results were leucocytes- 0.120 cells/nl. On (B)(6) 2014, crp, leucocytes, thrombocytes, haemoglobin, hematocrit, mcv (mean cell volume), eosinophils, basophils, neutrophils, lymphocytes, monocytes, iron, transferrin, transferrin saturation and ferritine were found to be 7.9 mg/l, 12.4 cells/nl, 647 cells/nl, 6.6 mmol/l, 0.32 l/l, 90 fl, 4.6 cells/nl, 0.12 cells/nl, not reported, 2.6 cells/nl, 0.74 cells/nl, not reported, not reported, not reported and not reported respectively. On (B)(6) 2014, peritoneal effluent analysis was again performed and the results were leucocytes- 0.033 cells/nl. On (B)(6) 2014, peritoneal effluent analysis was again performed and the results were leucocytes- 0.018 cells/nl. On (B)(6) 2014, crp, leucocytes, thrombocytes, haemoglobin, hematocrit, mcv (mean cell volume), eosinophils, basophils, neutrophils, lymphocytes, monocytes, iron, transferrin, transferrin saturation and ferritine were found to be 2.9 mg/l, 7.5 cells/nl, 326 cells/nl, 6.7 mmol/l, 0.34 l/l, 90 fl, not reported, not reported, not reported, not reported, not reported, 8 micromoles/l, 2.1 g/l, 15 % and 178 micrograms/l respectively. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.